Event description:
The customer reported that their hospital could not get wlan to work correctly so they switched to hardwire. When they switched to hardwire the central nurse's station (cns) had multiple instances of going into the blue screen. No harm or injury was reported. Patient monitoring stopped on the cns. They had to hard reboot the cns for it to come back into patient monitoring.